Event description:
It was reported that the right ventricular (rv) lead had varying and high pacing impedance. An x-ray revealed that the pin was not fully inserted. The rv lead was reconnected resulting in normal impedance values and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A lead impedance out of range alert had also triggered.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.